Event description:
Approximately one year and five months post hvad implantation this patient noted alerts indicating that he was only connected to one battery when we was actually connected to two. He also reported two "no power" alarms; one of which occurred while he was exchanging a battery that was low. The patient reported feeling symptomatic during the exchange. Two batteries were replaced and are being returned to the manufacturer for evaluation. No further information has been provided. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. IFU (us): if both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The hvad® pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller. Warning! Always replace a controller with a blank display or no audible alarms. This condition is predictive of a controller failure. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00511 and 3007042319-2015-00512) submitted for devices related to the same event.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices meet specifications; the devices passed visual examination and functional testing. The devices could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00511 and 3007042319-2015-00512) submitted for devices related to the same event.